Manufacturer narrative:
Product analysis: the device was discarded by the customer, therefore no product analysis could be performed. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the valve for analysis, a root cause for the reported paravalvular leak (pvl) cannot be determined. (B)(4).

Event description:
Medtronic received information that approximately eleven months post implant, this mechanical aortic valve was explanted due to symptomatic severe paravalvular leak (pvl). The leak was beneath the left main coronary ostia according to the operative note and could not addressed surgically without taking out the valve, repairing, and replacing it with another medtronic mechanical aortic valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.